Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 242.4050 was not duplicated; however, when connected to test pcu error code 242.4030 appeared. ¿ received on 09-apr-2026, lvp device was received unboxed and with paperwork. ¿ the stated problem of error code 242.4050 was not duplicated. Error code 242.4030 appeared due to extra screw that lodged between the op1 and the camshaft. ¿ extra screw lodged between the op1 and the camshaft. Workmanship at bd manufacturing ¿ device to be returned to san diego repair center for normal processing. ¿ noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had channel error code 242.4030. There was no patient involvement.